Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, the sheath tip of the subject device fell off inside the patient. The broken piece was retrieved successfully but this resulted in delay of the procedure for more than 30 minutes while the patient was under sedation. The procedure was then completed with a similar device. There were no further reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction. Corrected field: h4 - was inadvertently marked as ni instead of 6/13/2023.

Event description:
No additional information was received from the customer.